Manufacturer narrative:
The device used in the reported event has been returned for eval, however, the investigation into this incident is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by user hosp, "the (biliary drainage) catheter fractured at skin at the insertion site. A guidewire was placed through the fracture catheter in an attempt to exchange it for new catheter. The catheter completely broke off internally and appeared to be kinked or bent. This resulted in an add'l procedure for a foreign body retrieval. The pt was discharged after the retrieval without any problems." The used device was returned for eval.